Manufacturer narrative:
The fifteen new d1000 tego connectors were pressure and vacuum leak tested. Each met pressure and vacuum leak expectations outlined in the product performance specification. The product complaint of leakage was unable to be confirmed with the new d1000 tego connectors returned for investigation. A DHR (device history review) for lot# 4032903 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The date of the event is unknown. The event involved a tego connector that experienced a crack and blood was noted to be leaking from the cap.